Event description:
The lead was explanted and replaced.

Event description:
New information received notes that the patient was in stable condition.

Manufacturer narrative:
The lead was returned for evaluation. As received, a complete lead was returned. Visual inspection of the lead and electrical testing performed were normal.

Event description:
It was reported that the patient had fallen which is believed to have caused the right ventricular (rv) lead to have dislodged and had failed to capture. The physician does not believe a lead malfunction. The lead was capped and replaced on (B)(6) 2024. Patient status was unknown.